Event description:
A customer reported that their insulin pump was displaying an incorrect insulin level. There was no reported impact on the customer¿s blood glucose level. No additional information was received regarding corrective actions or the outcome of the event.